Event description:
Fourth time in the last 5 minutes that my insulin pump - animas ir1200 - has had the buttons crack. Each time the pump has been replaced. This time the buttons would not function and I was required to leave work early to attend to the probelm. A new pump has been shipped to me. However, because the malfunction happened on friday, I will not receive a new pump until monday. This has caused me to miss 2 hrs of work and potentially an entire weekend of normal activities. When I asked the manufacturer what is being done to resolve this problem I was told they are working on it; which they told me the last time I returned a pump for the same reason.